Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 900 mg/dl at the time of the first event. The customer's blood glucose reading was 1600 mg/dl at the time of the second event. The customer's mother stated that the customer has congestive heart disease and is awaiting a kidney transplant. The customer's doctor indicated that an infection at the infusion site caused the first event. The customer's mother stated that the customer's potassium is very high, which may have contributed to the second event. Nothing further was reported.